Event description:
A service tech from a dealer reported that a jb-70 intra-oral x-ray unit, (B)(4), would generate an exposure on its own when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make additional exposure unless it's powered off and on again.

Manufacturer narrative:
A design change which altered a capacitor value was implemented to prevent exposure switch overloading and arcing in (B)(4) 2006.